Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from italy, it was a case of an implant of a 23mm sapien 3 valve in pulmonary position by transjugular approach as an off-label case of a valve-in-valve within a non-edwards surgical valve. During the procedure, a 24fr non-edwards sheath (33mm long) was used, but it was not possible to introduce the 23mm sapien valve due to the high stenotic degree of the non-edwards surgical valve. It was decided to retrieve the valve into the sheath and replace with a new 65mm long non-edwards sheath. During the withdrawal of the commander with the valve, the valve slipped out of the delivery system balloon and embolized onto the guide wire inside the patient's heart. Another non-edwards 23mm balloon was used to hook the valve, managing to cross the degenerated surgical valve and to release the 23mm sapien 3 valve. The valve was successfully implanted within the surgical valve with a mild central insufficiency. The patient did not suffer any injury, and was noted as to be stable at the end of the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: the valve was not returned crimped over or along with the commander delivery system and there are gouges observed on the flex tip. Due to the nature of the complaint no functional or dimensional testing was able to be performed, it was confirmed by visual examination. Procedural imagery was provided, and clinical evaluation was performed which revealed the following: a crimped valve was observed on the very distal end of the delivery system during withdrawal and stuck at the non-edwards sheath tip, the crimped valve was then observed completely dislodged from the commander delivery system and on the guidewire, there was valve inflation using a non-edwards balloon at the pulmonary valve level and the final valve deployment in pulmonic position. The complaints for difficulty or inability to cross native annulus and/or bioprosthesis and thv dislodged off balloon during withdrawal through non-edwards sheath were confirmed per the evaluation of returned device and provided imagery. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the procedure, a 24fr non-edwards (33mm long) was used, but it was not possible to introduce the 23mm sapien valve due to the high stenotic degree of the non-edwards surgical valve. It was decided to retrieve the valve into the sheath and replace with a new 65mm long non-edwards sheath. During the withdrawal of the commander with the valve, the valve slipped out of the delivery system balloon and embolized on to the guide wire inside the patient's heart." It should be noted that this was an off-label operation since the commander delivery system and non-edwards sheath were used to implant a sapien 3 thv in a pre-existing repaired pulmonic valve by transjugular approach. Per evaluation of returned device, gouges were observed on the commander delivery system flex tip, which may be indicative of the difficulties encountered when crossing the pulmonic landing zone. In this case, provided information indicated that it was not possible to cross the non-edwards surgical valve implanted due to the high degree of stenosis, which may cause a constrained section that could interfere with the passage of the delivery system with crimped valve. A narrowing of the vasculature and the valve can create a challenging pathway for the delivery system/thv to navigate and cross through the pre-existing bio-prosthesis. As such, available information suggests patient factors (stenosis of the non-edwards valve) may have contributed to the event. However, a definite root cause was unable to be determined. Per evaluation of provided procedural imagery, a crimped valve could be observed on the very distal end of the delivery system (nose cone) during withdrawal and stuck at the non-edwards sheath tip. Additionally, the valve could be observed completely dislodged from the commander delivery system and on the guidewire. Training manuals indicates that "thv can be retrieved through sheath only before thv deployment (still crimped)" by ensuring thv is centered on the flex tip. In addition, crimped thv aligned on balloon has a larger profile, which could likely result on the thv to get caught onto the sheath tip and further dislodging off the balloon, as reported. As such, available information suggests procedural factors (withdrawal of crimped thv through non-edwards sheath) may have contributed to the event. However, a definite root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.